Manufacturer narrative:
The medical team in (B)(6) discarded the product. No data logs were forwarded for analysis. The further clinical details of whether or not blood products were infused or the vessel size and morphology were not shared. The only intervention shared, to treat the hematoma, was that the team in (B)(6) placed a drain. Should further details be shared, a follow-up will be submitted.

Event description:
The complainant in (B)(6) admitted a male patient with ami/cgs who had infarcted 3 weeks prior. The medical team escalated his care from a iabp and made the choice to place an impella 5.0 via the axillary artery, but due to delivery issues at the subclavian, they had to place the pump instead via the femoral artery. The angioplasty with a 8mm balloon failed to dilate the anatomy for the placement via the axillary. Due to the access attempts at his axillary artery, a hematoma developed which prompted intervention. A drain was placed to the hematoma.